Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, no problem was detected that contributed to the reported event. Therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced pain in the perineal area. As a result, the cuff was explanted and replaced in another position. No further patient complications were reported.